Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement and pain with and without device use, however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.